Manufacturer narrative:
H10 -list of all serial numbers of the devices and quantity: (B)(6). One (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 9 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. The product was returned and evaluated. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality test was performed, and the result was found not within specifications. The reported event is confirmed. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: eight (8) investigations were completed during the period. From the eight: 2 products were returned and the rest were not returned. For the tow (2) returned products a visual inspection did not reveal any obvious defects or damage. Functionality test were performed, and the result were found not within specifications. The reported events were confirmed. For the other six (6) investigations a review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.